Event description:
Distal screw fixation failed after trauma event/fall. Proximal fixation into the humeral head remained intact, but revision surgery was required due to the loss of fixation in the distal locking screws from the shaft. The device was intact and showed no signs of fatigue or fracture. The bone itself, more specifically, the screw-bone interphase, along the diaphysis, failed most likely from a combination of severe osteoporosis and recurrent trauma.